Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4) found setscrew backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 388928, lot# 0211280599, implanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) via a manufacturer representative reported a lead insertion issue that occurred during a routine stage 2 procedure. During the procedure, the hcp was unable to insert the lead into the implantable neurostimulator (ins) despite trying several times and loosening the setscrew. The lead advanced in about 50%-75% of the way. The hcp noted it was "very stiff." The lead looked very discolored, "old blood" but no evidence of frayed edges. The hcp requested a new ins and used it with ease. No factors to indicate a problem and the consumer had a successful one week stage 1 trial. A post-operative impedance check was completed when the lead was attached to the second ins with no out of range electrodes. The issue was resolved at the time of the report. The consumer was unaware of the situation and was not impacted by the need for a second ins to be used; no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.